Manufacturer narrative:
The reported events of unacceptable capture threshold and high pacing impedance were not confirmed. A complete lead was returned in one piece. No lead anomalies were found. Final analysis found no indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to hospital for an implant procedure. During the procedure, it noted that the right ventricular (rv) lead exhibited high capture threshold and high pacing impedance at various implant position. The rv lead was not used and replaced on (B)(6) 2025. There were no patient consequences.